Event description:
It was reported that patient presented in clinic. Upon review of electrocardiogram (egm) mirroring was noted on right ventricular (rv) lead and insulation issue was suspected. No intervention was reported. There were no patient consequences.

Manufacturer narrative:
Additional information was requested but not received.